Manufacturer narrative:
On site functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018: medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was having issues connecting to the axiem. The issue was resolved by turning off the system.